Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl "did not trigger immediately during a synchronized defibrillation during the second shock delivery. The shock button had to be pressed more than 10x. The defibrillator was used in the sync mode with ECG and defipads." There was no reported patient impact.